Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode. This was observed in the remote monitoring system and the clinic called the patient. The patient was walking in the park at the time of the episode. Just over two weeks later the patient received an inappropriate shock, again while walking in the park. The patient was seen in the hospital for troubleshooting. The distributor representative reported attempting to reproduce the morphology change with manipulation, but only small noise signals appeared, which were not sensed by the device. Automatic set up was performed and the device selected the secondary vector. An exercise test was done with the patient's heart rate up to 140 bpm but the morphology change was still not produced. The sense vector was reprogrammed from primary to secondary, the rate cut offs were increased, from 190/210 to 210/250, and smart charge was extended. Data was then submitted to technical services for review. No adverse patient effects were reported. The device remains implanted and in service. Technical services reviewed the available data and confirmed the secondary vector was the most appropriate, due to better r-wave amplitudes and the r:t ratio. Additional troubleshooting steps to manipulate the device and tap on the components to see if artifacts are produced were recommended for the patient's next in-office appointment, as well as performing x-rays to evaluate system placement. Technical services also discussed using latitude for more closer monitoring by increasing frequency of remote follow ups or having the patient perform a patient initiated interrogation (pii) so new data could be reviewed. No adverse patient effects were reported. The device remains implanted and in service. The distributor representative reported they were unable to reproduce the morphology with troubleshooting, and x-rays showed no issues. The patient will continue to be monitored in latitude. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode. This was observed in the remote monitoring system and the clinic called the patient. The patient was walking in the park at the time of the episode. Just over two weeks later the patient received an inappropriate shock, again while walking in the park. The patient was seen in the hospital for troubleshooting. The distributor representative reported attempting to reproduce the morphology change with manipulation, but only small noise signals appeared, which were not sensed by the device. Automatic set up was performed and the device selected the secondary vector. An exercise test was done with the patient's heart rate up to 140 bpm but the morphology change was still not produced. The sense vector was reprogrammed from primary to secondary, the rate cut offs were increased, from 190/210 to 210/250, and smart charge was extended. Data was then submitted to technical services for review. No adverse patient effects were reported. The device remains implanted and in service. Technical services reviewed the available data and confirmed the secondary vector was the most appropriate, due to better r-wave amplitudes and the r:t ratio. Additional troubleshooting steps to manipulate the device and tap on the components to see if artifacts are produced were recommended for the patient's next in-office appointment, as well as performing x-rays to evaluate system placement. Technical services also discussed using latitude for more closer monitoring by increasing frequency of remote follow ups or having the patient perform a patient initiated interrogation (pii) so new data could be reviewed. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.